Manufacturer narrative:
The reported event of power cord damaged file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that their power cords are damaged, leading to battery power issues. The staff are using the power cords to tie the pumps together and pull them down the hall. No patient involvement was reported.